Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received a certificate of death form in late-(B)(6) 2017 that this patient died in early-(B)(6) 2017. The immediate cause of death was listed as sepsis as a consequence of chronic obstructive pulmonary disease, and chronic kidney disease. The patient's prior medical history was also significant for alzheimer's disease. The patient's dual chamber pacemaker and lead system were implanted in early-(B)(6) 2017. There were no reported allegations that this device caused or contributed to the patient's death.